Manufacturer narrative:
Concomitant product: product ID 39565-30, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that high impedances of ¿>10000¿ ohms were measured on the patient¿s lead. It was further reported the ¿lead had high impedances on the plot number 0.¿ it was stated the ¿device was not implanted¿ as a result of the event. It was noted there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Event description:
Additional information reported "the lead was tested in the epidural space." Despite the impedance issue, it was noted the patient did "have a stimulation sensation" from the lead. Following the impedance issue, the patient's physician replaced the lead with "another lead and all was ok."

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the lead found no anomalies. ¿normal impedances were measured on all circuits and electrode pair combinations.¿

Manufacturer narrative:
Concomitant product: product ID 39565-30, serial # (B)(4), product type lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.